Event description:
Metal shavings when used, the metal debris was not entirely removed from the joint.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The returned burr assemblies were evaluated by quality engineering for shedding and it was observed that the inner blade sustained galling, approximately 1/2 inch from the sluff chamber on all three returns. This galling is typically caused when the blade is laterally deflected while in rotation. Smith&nephew r&d initiated an extension of the shrink tube bearing surface to cover this area prone to galling, through eco (B)(4). (B)(4).